Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the web sl couldn't pass through its microcatheters. We made two attempts, one with headway 17 and one with a via 17. Both of them failed and we stopped procedure. Additional information received indicated that the endovascular treatment was suspended because there was no way to use the appropriate web (since it does not pass through the microcatheter). The suitable size was the 6x2, the aneurysm was shallow, no way to use another size. The patient was transferred to the surgery room and was treated successfully. The patient has not been treated yet and the case was not an acute case. The team had concerns about the best approach, even before the treatment, since the case is not an easy one, for the vascular architecture. The patient is fine and will undergo clipping surgery. Based on the clarification received this event is being reported due to a prolongation of procedure and postponement of surgery.